Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicated that the customer reported a change sensor alert and experienced hypoglycemia with a blood glucose value of 29 mg/dl at the time of the event. Troubleshooting was not performed for low blood glucose. It was unknown whether the customer was using the insulin pump within 48 hours of the event, and whether the auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue using the insulin pump. The pump will not be returned for analysis.